Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 200's (mg/dl). Reportedly, the cause of the bg level was due to the customer forgetting to deliver insulin. The customer delivered a correction bolus via the pump to treat bg level.